Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 37092, product type accessory. Information references the main component of the system. Other relevant device(s) are: product ID: 37092. Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. Patient reported that they took their patient programmer (pp) to their neurologist office and they said it was not working, advised the patient to call the manufacturer. Patient stated that the antenna was not working and was showing poor communication/ pp won't do telemetry with antenna attached. Patient stated that they put new batteries in the pp last week. It was noted that the patient uses an antenna. It was reviewed for the patient to place the pp directly over the ins and sync with the ins, and the poor communication was resolved/connected successfully. No patient symptoms were reported. A replacement pp antenna was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Additional concomitant medical products reference the main component of the system and other applicable components are : product ID: (B)(4); serial# :unknown; product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating the new programmer antenna resolved the poor communication issue between the programmer and the ins. No further patient complications were reported/ anticipated as a result of this event.